Event description:
Patient reported one of the injections was defective, was leaking while injecting medication. The medication failed to inject into knee, no adverse event occurred due to malfunction. Patient missed dose due to malfunction. Unsure if device is on hand for return. Reported to (B)(6) by: patient/caregiver.